Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the device has no image (black). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image issue was due to fluid found inside connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced a communication error, fuzzy screen. There were no reports of patient harm.